Manufacturer narrative:
7/7/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a colon resection procedure. Reportedly, the instrument did not cut. The surgeon applied another device without pt injury.